Event description:
Reported to risk management that the surgeon was performing a laparoscopic cholecystectomy for biliary dyskinesia. During the procedure, the surgeon was using the harmonic ace +7 inside the pt when a small piece broke off. The piece was immediately retrieved and the instrument was removed from the field and replaced with another device. The surgery completed and the pt was discharged the same day. No further info available.